Manufacturer narrative:
Due to lack of product information, the production records review is not possible. A final report will be submitted after the investigation.

Event description:
The delta cup - wrench (code 9055.51.015, lot unknown) broke during use: during cup impaction of custom-made device 2026-9617-1015, the end engaged in the implant sheared off and could not be retrieved from within the implant. The surgery was completed with no delay, using alternative impactor, the spacer was correctly seated despite the broken instrument tip. This event occurred in UK.